Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had been experiencing intermittent chest pain since an electrocardiogram (ECG) over a year prior. They expressed concern that one of their leads might be disconnected. The lead remains in use. No further patient complications have been reported as a result of this event.